Manufacturer narrative:
The reported filter leak was confirmed by investigation. No product samples were returned for investigation. Pictures were provided by the customer documenting the experienced filter leak from the air vent of the filter. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A DHR review was completed and no discrepancies or non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
Device return has been requested, however, the device has not yet been received for investigation.

Event description:
The event involved customer report of a leak from a plum set that involved an unknown hazardous drug. There was no adverse event reported. This report captures the 6th of 6 events.